Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the three devices misfired. No other details of the event were provided. No patient impact reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information was requested and the following was obtained: per the contact, the procedure was a laparoscopic cholecystectomy. Three devices were used. The device fired and then would not open afterwards. If it did come open, the deployed clips did not form correctly and had to be taken off and re-applied. One device would not advance the clip at all. A fourth device was used to complete the procedure. Which firing of the device did this event occur on? Multiple. What vessel or structure was the device fired on at the time of the event? Cystic artery and duct. Was the clip fully advanced into the jaws prior to firing? No for one device. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, outside the analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned partially cycled and with a clip present; the firing sequence was completed and one conforming clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h91d81, mfg date: 06/14/2011; exp date: 05/14/2016. The analysis results of device (c) found that it was received empty and locked out. Further evaluation found that the cartridge cover was cracked at distal end. No conclusion could be reached as to what may have caused the found condition of the cartridge cover. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h91879, mfg date: 06/01/2011; exp date: 05/01/2016.